Event description:
It was reported that the patient had gastrointestinal bleeding on (B)(6) 2024. They were given fresh frozen plasma, after which they started having low flow alarms. The patient later coded and passed away. The patient had right ventricular failure and their left ventricle was decompressed at the time. The right heart failure existed prior to the left ventricular assisted device (lvad) being implanted. The patient's death was not considered device related. The device operated as expected. After the patient's death, log files were sent for review. The review of the log file revealed low flow hazard alarms starting on (B)(6) 2024 at approximately 5:00pm until the driveline disconnect on (B)(6) 2024 at approximately 6:08pm. The log also recorded various set speed changes during the low flow alarms. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from (B)(6) 2024 to (B)(6) 2024, per the timestamps. A continuous low flow hazard alarm was captured on (B)(6) 2024. Events consistent with the termination of support following the patient¿s expiration were observed at the end of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed during support. It was communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists bleeding, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, an audible low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.